Event description:
It was reported that during lead replacement procedure, once lead connection to the device was established, high, out of range pacing lead impedance was observed. Oversensing and undersensing were also noted. Prior to connection the pacing lead impedance was in range when tested through psa. Measurements in range could not be established even after several attempts. The physician suspected header issue. The device was explanted and replaced. The post procedure values were within range. The patient was fine and was discharged after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field events of high pacing lead impedance and sensing anomalies was confirmed in the laboratory and was due to a connector anomaly. Visual inspection identified excess epoxy in the v is-1 bi set screw bore. The excess epoxy prevented the v is-1 bi set screw from properly securing a lead and resulted in the reported field events of high pacing lead impedance and sensing anomalies.